Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive has received the vessel sealer extend associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument kept locking on unspecified tissue and would not release. The jaws of the instrument were stuck on tissue. No errors were displayed on the system. The surgeon cut around the instrument to remove the tissue. This was unplanned tissue removal resulting in a very small amount of tissue. No excess bleeding occurred, and no interventions were needed to control or resolve bleeding. No photos or videos of the event were available for review. The procedure was completed robotically.